Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the irrigation tube was bent during a procedure. The product was replaced and procedure completed with no patient harm. A sample has been shipped to manufacturing site.

Manufacturer narrative:
. This is the ninth complaint for the finish goods lot; however, the first for this reported issue. The device history record review shows the order was built and released per specification. The returned sample was visually inspected and no obvious defects were found. The tubing was also inspected and no bends or kinks were found. The sample was then functionally tested and met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).